Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with an internal pulse generator (ipg) used for gastrointestinal/pelvic floor. Consumer reported they fell in (B)(6) 2016 which caused back pain and a loss of therapy. The patient had a program change but it did not work and they thought maybe the stimulation was what caused their incontinence. In probably (B)(6) 2017 the patient had an appointment with their physician who said everything was fine. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.